Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
It was reported that the patient was admitted with pneumothorax ten days post ICD implantation. Patient noted falling off a chair and hit the device five days prior. Upon device interrogation, no capture, decrease in sensing and impedance were observed. Pericardial effusion with dislodgement was also noted. The lead was explanted and replaced when repositioning was unsuccessful. Patient's condition was stable.